Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false troponin I (access accutni) results, within the risk stratification, for two patients, involving the access accutni reagent used in conjunction with the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples, on the same instrument, generated lower results, within the reference range of the assay. The false positive results were released from the laboratory. There was no report of adverse health consequences to the patients associated with this event. The patients' samples were collected in rapid serum tubes (rst) and analyzed from the primary tubes at either 3,000 or 4,400 rpm (rotations per minute) for four or seven minutes, at room temperature. No sample integrity issues were noted. The samples were clear in appearance. Data analysis indicates calibration and system check were performing within assay and instrument specifications at the time of the event. No system issues were noted. The instrument was in normal operation.